Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or on complaint call date. During download review, pump error 53 alarm was confirmed in adapt (main error log) three consecutive times. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrated onto electronic assembly, motor assembly and force sensor flex connector on gold traces. Unit also received with cracked belt clip rails, scratched case and cracked keypad overlay at select button. In conclusion the unit came in with a critical pump error (open book) alarm triggered by pump error 53 being generated three times with out clearing. Pump error 53 was confirmed in adapt (main error log) possibly due to moisture damage on electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image) and other critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and insulin pump performs safety checks and an error was found. No harm requiring medical intervention was reported. No product return is required for mmt-1881.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.